Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Other relevant patient history/concomitant medications? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Were cultures performed? Results? What medical intervention was performed for symptoms? Was the suture removed in the physician¿s office? Was re-suturing performed? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent a procedure for conjunctival laceration of right eyelid on (B)(6) 2021 and suture was used. Post-op inflammation. This case is from health authority. Post-op, the wound healed well during the treatment. When the suture was removed routinely on the seventh day after the surgery, it was found that the patient's wound (sew site) was red, swollen and slightly painful. There was fluctuation at the redness and swelling site. There was inflammation. The doctor immediately gave the patient medication. On the 11th day after surgery , the patient's wound healed well, the suture was completely removed, and the wound healed well at the follow-up visit. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/4/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Other relevant patient history/concomitant medications? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Were cultures performed? Results? What medical intervention was performed for symptoms? Was the suture removed in the physician¿s office? Was re-suturing performed? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? All answers above are unobtainable. Once there is any update, we will update the information.